Event description:
Received the following information from a voluntary medwatch form - patient was being positioned on the operating room table for an anterior cervical fusion with a horseshoe head holder. The surgeon felt that the head holder moved as pressure was being applied. The circulating nurse did not observe any movement. There was no patient harm per the surgeon. The device was sent to the manufacturer for evaluation. The original intended procedure was an anterior cervical fusion.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.